Event description:
Ambi 3 hole plate being placed by the surgeon. 48mm screw was inserted and the head of the screw broke off. The surgeon then placed a 4 hole plate. Surgeon stated it would be more harmful to try and remove the embedded screw than to leave it in the patient's right femur. No additional intervention or follow-up was required. Patient was in stable condition after the event.